Manufacturer narrative:
(B)(4). D10- medical product. Stem implant 14mmdx145mm item# 00598801014 lot# 62106017. Prc tib block 5mm sz3 item# 00598800326 lot# 62325025. Unknown lps flex femur sz f articular surface 14 mm height item# 00596203214 lot# 62005177. G2- australia. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately twelve years and nine months post implantation due to loosening. All components were removed, and a rotating hinge knee with a trabecular metal tibial cone was implanted. There is no additional information available.